Event description:
Customer reported via phone call that they experienced hyperglycemia and the blood glucose level at the time of incident ranged from 500-600 mg/dl. The customer reported that the insulin pump displayed insulin flow blocked alarm. The customer also reported possible occlusion of the reservoir. The customer was able to complete the rewind on the insulin pump. The customer declined to troubleshooting. The customer will continue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.